Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was no error code after the sheath was inserted into the patient¿s body, reverse blood occurred when the dilator was removed. The amount of bleeding is not specifically known, but the doctor said, ¿normal flow¿. The physician said the dilator was already broken. When inserting the dilator into the sheath, they inserted it straight, but it was a little hard. They did not check the valve in advance. The issue was resolved by changing the sheath to another one. No changes in the patient¿s blood pressure. There was no significant effect on the patient and the procedure was completed. The physician commented that the valve was broken and reversed blood occurred. The postoperative course was uneventful. Additional information received stated that the dilator and hemostasis valve were broken. The sheath was being used on the patient, air did not enter the patient¿s body and no medical intervention required to stop the bleeding. The event was assessed as a MDR reportable hemostatic valve separation malfunction issue.

Manufacturer narrative:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was no error code after the sheath was inserted into the patient¿s body, reverse blood occurred when the dilator was removed. The amount of bleeding is not specifically known, but the doctor said, ¿normal flow¿. The physician said the dilator was already broken. When inserting the dilator into the sheath, they inserted it straight, but it was a little hard. They did not check the valve in advance. The issue was resolved by changing the sheath to another one. No changes in the patient¿s blood pressure. There was no significant effect on the patient and the procedure was completed. The physician commented that the valve was broken and reversed blood occurred. The postoperative course was uneventful. Additional information received stated that the dilator and hemostasis valve were broken. The sheath was being used on the patient, air did not enter the patient¿s body and no medical intervention required to stop the bleeding. The bwi product analysis lab received the device for evaluation on 4/20/2021. The device evaluation was completed on 4/30/2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).